Event description:
The disposable tip of the lighted retractor broke into two pieces after it was removed from the patient but while still on the field. No x-ray was taken because it is not x-ray detectable. All pieces appear to be present.